Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please describe troubleshooting steps taken to open device. Was the device ever able to be opened? During 3rd firing, did the device cut and staple at all? Did the device make any noise when attempting to fire? What was the product code of the cartridge being used? What was the reason for the convert to open? What is the surgeon¿s experience with device? What is the current patient status?

Event description:
It was reported that the part number pse60a presented a problem during the procedure. During the procedure of laparoscopic rectosigmoidectomy it was performed 02 perfect stapling, but it was necessary to perform the third stapling. In this moment the stapler locked. When using the reverse button it did not work then the surgeon used manual, but due to the position and movement the colon of the patient ripped and the doctor had to convert the procedure to an open procedure. The surgeon reported that the patient is well and has already been dismissed. No harm to the patient.

Manufacturer narrative:
(B)(4) batch number ==> p55x0x. Investigation summary ==> the analysis found that one pse60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An ecr60d cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 3/7/2018. Additional information requested and received: please describe troubleshooting steps taken to open device. Was the device ever able to be opened? Yes, the device was able to be opened in the first 02 shots during 3rd firing, did the device cut and staple at all? No, during the third shot, the dispositive didn't cut and stapled did the device make any noise when attempting to fire? No, the dispositive made some noise when he tried to set it off. What was the product code of the cartridge being used? Recharge used in the stapler echelon 60mm ecr60d reference what was the reason for the convert to open? Reason for converting the procedure because the stapler was arresting the colón what is the surgeon¿s experience with device? The surgeon has experience with the stapler echelon 60 mm approximately 90 to 100 procedures. What is the current patient status? The patient is well.